Event description:
The complaint received states that a helical blade inserter and coupling screw broke towards the end where they meet during insertion in a hip fracture repair surgery. The head of the screw broke off and there was aggressive hammering by the surgeon. There was a ten minute surgical delay and the surgery was successfully completed using another trochanteric fixation nail set. The patient outcome is reported as fine. This complaint involves two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the item broke while being used with a coupling screw. The repair technician reported the item was bent. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. A product development evaluation was completed: a helical blade inserter (357.372 lot 6630237) was received with a broken locator pin on the interior of the alignment indicator. Additionally the hand grip has been deformed at the proximal end which inhibits assembly of the components. The following drawings for the inserter were reviewed: top level, alignment indicator and hand grip. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The 2.0mm locator pin is used to align the alignment indicator with the guide shaft. The alignment indicator is not intended to be struck with a hammer; therefore the pins have not been designed to be able to withstand the resulting force. The handle is constructed of a titanium alloy and is also not intended to be struck with a hammer. It will deform, as seen in this complaint, if impacted with a direct blow. The designs are adequate for their intended purposes. In order to fully insert the helical blade, light hammer blows may be necessary on the back of the coupling screw. Clear witness marks are present on both ears of the alignment indicator and are consistent with a sheared off pin. An inadvertent blow to the indicator would shear off the locator pin, which would allow the indicator to spin freely. The handle has many witness marks consistent with minor glancing blows which gouge the exterior surface of the handle, but do not deform the inner diameter. The handle was however directly impacted with significant force near the proximal end of the component which deformed the piece enough to alter the inner diameter, and not allow reassembly of the instrument. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The instrument did break so the complaint is confirmed. This complaint condition is the result of repeated hammering and a cumulative sum of multiple miss-stuck hammer blows to the alignment indicator and one major blow to the handle grip. Neither component is intended to receive hammer blows and they were not designed to withstand such blows. The returned condition of the device reveals that the method of use rather than any design deficiency has resulted in this confirmed complaint. The device is determined suitable for its intended and recommended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: lot 6630237: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.